Manufacturer narrative:
Additional contact information: (B)(6). The device was not returned to the service hub for assessment- unable to replicate or verify the reported issue. The service history over the past 12 months did not indicate any similar occurrences.

Event description:
The event involved a plum 360 driver new where it was reported that the device failed while the patient was off the unit (floor) in nuclear. The unit shut down unexpectedly while the unit was running on battery power. No alarms were noted. The status was during patient use. There was patient involvement, no patient harm and no delay of therapy.